Event description:
After several years of health issues, multiple doctors and specialists with no answers as to how to correct what was going on, my breast specialist recommended I consider getting my breast implants out after another lump was discovered on the implant and could not be safely tested without potential rupture. This is after I had an increased heart rate, heart palpitations, achy joints and muscles, loss of hair, loss of appetite, vertigo, rapid vision decline, infertility, almost complete loss of menstrual cycle, nerve pain in hands and feet, extreme fatigue, brain fog, memory loss, sensitivity to light, recurring uti's, kidney stones, ringing in ears, decreased libido, shortness of breath and swollen lymph nodes including 11 new masses that developed in my breast tissue from 2019-2020 each of which required mammograms, MRI's, biopsies and further testing to confirm they were benign due to family history of breast cancer. Doctors were not sure what were causing these to develop so quickly. Upon removing my implants in (B)(6) 2020, I instantly could get a fuller, deeper breath, my eye sight went back to my original prescription, the brain fog and memory loss lifted and I felt so much better. Energy increased, I was no longer dizzy and since explant I have not developed a new fibrous lump in my remaining breast tissue. I was getting uti's every 4-5 weeks and treated with antibiotics (starting after getting implants). Since removal I have not had one. I still have random soreness, ringing in the ears and light sensitivity but otherwise, all symptoms have self corrected. Resting heart rate is back to 60-78 and heart rate during exercise 120-155 bpm. Resting with implants was around 145bpm and exercising would increase above 200 bpm. Lumps and additional tissue was removed to test, and found to be clear. Doctor stated and pathology confirmed my body was fighting itself recognizing the implants as a foreign invader and thus creating various health issues otherwise known as breast implant illness (bii). A week following the surgery I had a full and complete menstrual cycle- after being told by my obgyn I was pre menopausal due to lack of menstruation (not likely or common at my age). I was on the verge of 3 different auto immune diseases and told I acted just in time before my immune system was overtaken. Please feel free to reach out with further questions regarding my experience. I am (B)(6). I was (B)(6) at the time of removal, and (B)(6) at the time I got my implants. I am submitting this to create awareness around this issue. I know there are many women who have implants and are fine, but there are a growing handful that are not and validation from doctors and accurate awareness would be nice so we aren't told we are crazy, pre menopausal and left with no answers etc when in fact that is not true, and we just needed the implants to be removed for our bodies to continue how they are supposed to be. I did my own research and took the risk to remove my implants not knowing if it would help fix my issues, but reading stories of other women with the same symptoms made me hopeful. Bii is real, and being on the other side I can say I am thankful I got my implants out and wish my plastic surgeon had been required to review these possible health concerns prior to the breast aug surgery. As mentioned above, 11 new fibrous lumps formed in my breast tissue from 2019-2020 for no apparent reason. Several of concerning malignant shape, but tested benign which lead to more testing to confirm results. Since explant, I have not developed any new breast lumps in remaining tissue. MRI, and ultra sound confirmed results. EKG was also proven to be normal despite the heart palpitations and rapid heart rate. Doctor could not understand or give guidance on how to fix. As also mentioned above there was a rapid decline in vision. I was visiting my eye doctor every 3-4 months for a change in prescription and continued to decline. Upon removal, my eyesight bounced back to original prescription of -1.0 and -0.75 and has remained steady for the last 6 months with no changes or issues. There are so many other health issues listed above I am not going to list out every date, test, and hospital or doctor visit. Please contact if you need further info. FDA safety report ID# (B)(4).